Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation replicated/confirmed, the customer reported complaint "instrument was not working". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed, and failed multiple times. In addition, the instrument was found to have multiple input disks cracked, hairline cracks were found on grip input disks. This failure likely caused, the failed clip test observed. No grip misalignment observed. Signs of corrosion were also found on the instrument bearings. The pitch and grip input disk bearings exhibit orange discoloration.

Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. The large hem-o-lok clip applier instrument was not working. The procedure was completed with no reported injury.